Manufacturer narrative:
Evaluation summary: the stem was returned for eval. It was observed that the device had minor scratches and gouges on the neck and near the collar. As returned, the device conforms to print specifications where measured. It is unk whether the surgical technique for preparing the femur, including intramedullary reaming and rasping, was followed. Info regarding the reamers and rasps used is unk. Surgical notes or x-rays were not provided. Based on the info and observations above, the inability to fully seat the stem could be due to one or a combination of the following: stem/rasp size mismatch, where the rasp was too small; debris in the intramedullary canal prevented the stem from seating fully; pt factors such as bone quality. However, the exact cause cannot be determined with certainty at this time. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add¿l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
Surgeon reamed and broached and stem would not seat. Surgeon repeated reaming and broaching and stem would not seat.